Event description:
The customer contact reported that during preventative maintenance testing at the user facility the device alarmed with a white screen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device wa in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a depleted back up battery on the user interface controller (uic). This report represents all the information known by the reporter upon query by hospira personnel.